Manufacturer narrative:
Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and intermittent atrial undersensing. It was also reported that diminished p waves were observed. The lead remains in use. No patient complications have been reported as a result of this event.